Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, g6, h2, h3, h6 the device was not returned to the repair center. A field service engineer (fse) was sent to the customer site, but the failure could not be confirmed. Based on the results of the investigation, and since the initially reported malfunction was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the video processor presented static image. The issue occurred during inspection before use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.